Manufacturer narrative:
One opened cannula in tip protector case with lid, in a bag was received for the report of blocked cannula. Sample was visually inspected and found to be nonconforming. Inner diameter of cannula at the hub end was occluded. Sample was sent to particle lab for analysis and was found to best match epoxy resin. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue of the blocked cannula. The particle analysis found the foreign material best match to be epoxy resin. The cannula assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the epoxy resin in the cannula ID in hub end is related to the supplier¿s manufacturing process. A nonconformance record has been initiated for the foreign material in the cannula ID. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic cannula was blocked before cataract surgery with intra ocular lens implant. The surgery was completed on the same day after replacing the cannula with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).